Event description:
It was reported that air was noted in the tubing to the patient. No other information was provided regarding this event. No patient complication was reported.

Manufacturer narrative:
Manufacturer's report date 5/14/1998. Two sets were received for evaluation and found to leak and draw in air at the adapter to "pvc" tubing due to insufficient solvent being applied during the mfg process. Two issues have been identified that have contributed to this issue. The first issue was a dimensional fit between the adapter and the tubing. The second issue was an assembly technique. The following corrective actions will be implemented to address these issues: mfg has implemented a leak test to this engagement. The tubing MFR has extruded tubing on the larger end of the specifications to increase the interference of the adapter to the tubing which will increase the bond integrity and strength. All employees have been made aware of this issue, and have been retrained on proper solvent bonding techniques. The dimensions of the lower port on the adapter will be modified and qualified to increase the interference between the adapter and the tubing.